Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited low defibrillation impedance and insulation damage. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead low hv defibrillation impedance and insulation damage. As received, a complete lead was returned in one piece for analysis. The reported event of insulation damage was confirmed. Visual inspection found an external insulation abrasion breaching the non-functional cable lumen at the connector boot region which is consistent with friction to device can. The etfe cable coating was intact in this region. The reported event of lead low hv defibrillation impedance was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead body did not find any additional anomalies.